Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 3.5 years to 1.5 years in a span of six months. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 3.5 years to 1.5 years in a span of six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This pacemaker has been returned and is expected to be analyzed. No additional adverse patient effects were reported.